Event description:
Procedure: lap chole. According to the reporter: the doctor reported after firing the device a bile duct leak noticed. A bile duct stent was placed post operatively. No further info was provided at this time.

Manufacturer narrative:
(B)(4). (B)(4).